Event description:
It was reported via repair work order that there was no power to bed due to auxiliary power cord was missing ground pin and main power cord power prong was loose/damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.